Manufacturer narrative:
Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that this right ventricular (rv) lead was surgically revised due to elevated threshold measurement and helix being retracted and extended. It was noted that the patient flipping the device in the pocket. Consequently, this rv lead threshold measurement, still elevated. Furthermore, patient did not have rv pacing. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically revised due to elevated threshold measurement and helix being retracted and extended. It was noted that the patient flipping the device in the pocket. Consequently, this rv lead threshold measurement, still elevated. Furthermore, patient did not have rv pacing. This rv lead remains in service. No additional adverse patient effects were reported.